Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ipth result for one patient sample. On (B)(6) 2013 the architect generated an ipth result of 103 pg/ml. The patient was referred to an endocrinologist. The patient was taken to surgery on (B)(6) 2013 based on a scintography that showed suspicion of an adenoma on the right parathyroid, elevated calcium results, and the elevated ipth result. Ipth testing was performed at the hospital where the patient had surgery on another method (not architect) resulting in normal values. The surgeon removed one parathyroid gland and half of the right thyroid. The anapath showed no parathyroid and slight hyperphasia of the thyroid. On (B)(6) 2014, an ipth result of 104 pg/ml was generated on the architect analyzer. A stored serum sample of the patient drawn on (B)(6) 2013 was tested on (B)(6) 2014 and an ipth result of 48 (normal 15-65) was generated on the roche analyzer. Calcium results provided by the customer were all within normal limits.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-25, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.